Manufacturer narrative:
Evaluation summary: the ace36p device a was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. The analysis results found that the ace36p device b was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device, in fact it did open and close without difficulties. It could not be determined why the device reportedly malfunctioned.

Event description:
It was reported that prior to a fundoplication procedure, the devices did not work. No information given on how the procedure was completed. No patient consequence reported.